Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no product quality issue reported from this lot. Based on this information, the reported slda appears to be due to reported device damage by another device. The reported device damaged by another device appears to be related to the combination of user technique/procedural circumstances and difficulty visualization. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other additional cds device referenced is being filed under a separate medwatch report number.

Event description:
This is being filed to report the clip was damaged by another device, causing the clip to detach, requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One xtr clip was successfully implanted. A second clip delivery system (cds) was advanced to the mitral valve. During grasping, the clip interacted with the implanted clip, causing it to detach from the posterior leaflet (single leaflet device attachment (slda)). The second clip was able to be deployed to stabilize the first clip, reducing mr to 2-3. It was noted visualization was difficult for both devices. One day post procedure, it was noted the second clip had detached from the posterior leaflet and the mr increased. Mitral valve replacement surgery was performed as treatment. No additional information was provided.